Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block e1: two physicians were reported: dr. Romain leenhardt and dr. Ulriikka chaput. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of cancelled/rescheduled procedure post-sedation. Block h11: during product analysis, it showed no visible damage. Upon connection to the capital equipment, the device displayed a normal image. Testing with a guidewire confirmed that image quality remained stable, even when the handle knobs were manipulated. Additionally, microscopic inspection of the breakout region revealed no residue. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. The reported complaint regarding visualization was not confirmed. Based on the analysis of the returned device and all available information, the most likely conclusion for the reported event is no problem detected. This determination was made because neither the product evaluation nor the available data revealed any signs of the alleged issue. Additionally, although the event occurred during the procedure, there is no objective evidence or detailed description to confirm the issue. Regarding the reported event cancelled/rescheduled post sedation/sedation unknown, which also took place during the procedure, the most probable cause cannot be determined due to insufficient evidence. Therefore, this event will be classified as adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in the common bile duct during a cholangioscopy procedure on an unknown date for the treatment of stenosis and stones. During the procedure, the spyscope ds ii initially functioned normally for two to ten minutes. After this period, the image was interrupted by a gray screen, loss of video signal, and display of a rectangle with three small dots in the center. The procedure was not able to be completed as a result of this event. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in the common bile duct during a cholangioscopy procedure on an unknown date for the treatment of stenosis and stones. During the procedure, the spyscope ds ii initially functioned normally for two to ten minutes. After this period, the image was interrupted by a gray screen, loss of video signal, and display of a rectangle with three small dots in the center. The procedure was not able to be completed as a result of this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block e1: two physicians were reported: (B)(6). Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of cancelled/rescheduled procedure post-sedation.